Manufacturer narrative:
Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- assistant ward manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an 8fr destination sheath was inserted with the dilator into the stroke patient. When removing the dilator from the sheath, the dilator got stuck to valve. The valve ruptured and caused bleeding. When replacing the new sheath within 5 minutes the patient had a hematoma in the groin. The user stated that the dilator was in the center of the valve. The patient had minor harm. Part of the hemostasis valve was caught on the dilator and detached from the introducer. The patient was hospitalized. Additional information was received on (B)(6) 2022: the estimated blood loss was 250cc. The bleeding was stopped by pressing the puncture area by hands and changing the new introducer over the wire. The patient was treated as intended. Additional information was received on (B)(6) 2022: the procedure performed was for a stroke in the brain. The patient was stable, and the procedure was completed successfully. The blood loss was approximately 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 8fr destination sheath and dilator were returned for product evaluation. No visual abnormalities were present on the length of the sheath or dilator. The hub of the sheath was disassembled with the valve and cap lodged into the hub of the dilator. The weld was examined on the ccv valve and weld residue appeared incomplete. Dimensional testing was performed. The outer diameter of the dilator was measured to be 0.110", and the specification is 0.113". All measurements were within the manufacturing specifications. The complaint can be confirmed for valve mechanical damage based on the condition of the returned device. The weld residue pattern on the valve suggested that the weld was not properly formed. This was likely the root cause of the valve coming apart when the dilator withdrew, as without a proper weld less force would be required to disassemble it. A non-conformance report (nc) was opened to address the incomplete valve seal.